Event description:
The mfrs rep reported that the pt received an additional 200.5 mcg bolus of baclofen. The incorrect concentration was entered into the programmer in effect delivering additional drug in a short period of time. Approximately 6 hours after the bolus the hcp corrected the dosing units maintaining the same rate of .00416 ml/hr. At the time of this programming change, the programming error was not known and the hcp reported that the "pt still appeared to be tight." The pt had not exhibited any adverse effects from this dosing.